Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The warmer was received device in good condition. As water was being poured into reservoir, it was noted that water was rapidly leaking from venting in chassis and also from behind the lower edge of the front cover. The root cause of the reported issue was found to be the hose located between reservoir outlet and pump inlet to be disconnected at reservoir fitting. Secondary fault was found to be that the main circuit board was damaged.

Event description:
It was reported that the warmer had an out of box failure. No patient injury was reported.